Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos which were provided. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare director evaluated the partially provided treatment settings and concluded " in regards to the data (including examination of the incident report form and patient photograph), treatment parameters used are within manufacturer's guidelines for inflammatory acne lesions on a skin type IV. Now, baseline picture of the patient does not display active papules or pustules, which are acne stages for which the ipl therapy is intended for. Instead, treatment was for remaining pih and redness on a medical history of active acne. As such, the parameters used for the treatment are not within labelled indications and were inadequate for the actual patient condition. The patient sustained a serious injury on one part of the overall treatment area which happens to be the thinnest skin structure (forehead). The injury did not require any medical intervention. At 2 months, the forehead area is hypopigmented as a result of post-op peeling. The late reporting of the incident did not allow identifying the degree of burn and although no blistering has been reported, in abundance of caution, the adverse event may potentially lead to permanent impairment (prolonged hypopigmentation exceeding 1 year). While the information received to date does not confirm that a serious injury occurred, because of the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an 'abundance of caution'. Based on the information provided the most probable root cause of the adverse event is a user error, a failure to follow user manual instructions. This complaint has been determined to be reportable per MDR decision tree, since lumenis believes that hypopigmented is presumed permanent if still present after one year.

Event description:
A foreign user facility reported that one (1) patient sustained burns to the face following treatment with a lumenis m22 laser.